Event description:
It was reported that the patient experienced a mechanical malfunction with an ambicor penile prosthesis (app). A revision surgery was performed in which they replaced the existing device with a new app. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.